Event description:
It was reported that via remote transmission non-sustained lead noise due to post-paced t-wave oversensing was observed. The patient was asymptomatic. Programming changes were made and the issue was resolved.